Event description:
On (B)(6) 2013, the lay user/patient's wife contacted lifescan (lfs) alleging that her husband's the onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests between six to eight times a day and manages his diabetes with novolog insulin (sliding scale based on his reading; 1 unit for every 10) and 90 units of levimir insulin at night. The patient's normal blood glucose reading is between "100-110 mg/dl". On (B)(6) 2013, at 8:30 pm the patient reportedly just woke up from a nap and had obtained a reading in the "200's" with the subject meter. The patient admitted he had gone out to dinner earlier that evening and had eaten too much. In response to his reading, the patient indicated he increased his typical regimen of 10 units of insulin for dinner and administered between 12-15 units of insulin at 9 pm, then later went back to bed. Subsequently, the patient indicated he woke up sweating profusely approximately five to six hours later. The patient stated he immediately tested with the subject meter, obtained a reading between "55-60 mg/dl", drank grape juice as self-treatment, and his symptoms began to improve approximately 15-20 minutes later. At an unknown time later the patient indicated he retested with the subject meter, obtained a reading of "95 mg/dl", and then went back to bed. Since then, the patient indicated his physician adjusted his regimen and now he administers 1 unit of insulin for every 30 and 80 units of levimir. The meter involved with this complaint has been returned to lfs on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following finding: the meter passed testing with no faults found. The meter met specification and was found to function properly; no error was observed. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient.